Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
This record has been opened from the original file (B)(4). During follow up, the pdrn said that the patient was hospitalized for abdominal discomfort on saturday, (B)(6) 2018 and released on monday, (B)(6) 2018. Patient's dry weight: (B)(6) kg, patient's dob: (B)(6).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. Load cell verification testing failed due to the cyclers load cell inability to stabiilize the displayed value when weight is applied. The failed stabilization was due to the heater tray making contact with the left side of the top cover. The heater tray was adjusted to create clearance between the two points. The adjustment was successful and proceeded with testing. The load cell calibration passed. A simulated therapy was initiated and completed on the cycler without complication. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.